Event description:
During a procedure, the generator alarmed several times. When the probe was removed from the pt, the probe cracked and became detached close to the hinge. A second probe was used and the procedure continued without incident.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for eval. The mfg history was reviewed, with no irregularities noted. Based on the past similar cases with the same model, it is highly likely that since the device was grasping a thick and hard tissue and activated while twisting the tissue, the probe and jaw came into contact with each other. "That caused the device a scratch occurred and error displayed." After that, since the physician continued to use the device, the crack occurred. Due to several errors displaying, the physician withdrew the subject device as directed. Consequently, the probe broke due to the stress by touching physically outside the pt body. Even when falling off outside the pt body recurs, it would never lead to falling off inside the pt body. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required.